Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information became available: the transmitter was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. A review of the data log was performed and passed, as the alleged device was not paired on the date of issue. The receiver was returned for evaluation. The device was visually inspected, and no defect was found. Receiver charge and boot testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the receiver data log was performed and passed. The reported issue was not confirmed. The probable cause could not be determined.